Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, after the gold probe device was advanced down the scope, it was noticed that the tip of the gold probe had broken off, and remained in the original packaging. No damaged was noted to the device packaging. The gold probe device was removed, and a second gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, after the gold probe device was advanced down the scope, it was noticed that the tip of the gold probe had broken off, and remained in the original packaging. No damaged was noted to the device packaging. The gold probe device was removed, and a second gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. Reported event of the tip detaching. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the distal ceramic tip fractured at the base where the tip meets the catheter. Further material analysis revealed that the fracture occurred in a high stress region susceptible to side impact force due to its ridged nature. No material anomalies were identified. Functionally, the device was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint since the device visually reflected the reported issue. The evaluation attributed the fractured tip to a bending overload. However, based on the information provided and the evaluation findings, there is insufficient evidence to identify the specific cause of the failure; therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.